Event description:
Patient was admitted for labor. The lighted speculum was utilized on the patient for a gynecological exam. During a separate exam a small firm piece of plastic consistent with the tab from lighted speculum was found in lower vagina and removed. This event poses a risk for a potential retained foreign object. No harm came to this patient.